Manufacturer narrative:
Reliability engineering evaluated the device, and the reported error message could not be confirmed or duplicated. The device passed all tests and no problems were observed. If add'l info is received, a supplemental report will be submitted. Ref: (B)(4).

Event description:
A report from the us stated an e6 error message occurred during a craniotomy; an error message displayed on the console. The device was rebooted. After a short period of drilling, the error message reoccurred. It was reported that no pt injury occurred, however, it is unk if user injury or medical intervention occurred. There was no add'l info provided.